Event description:
It was reported that a user applied a new sensor and received a pairing failed alert, after which the sensor automatically proceeded to warm-up and displayed 18 minutes remaining, and no further assistance was requested. Symptoms included no adverse clinical effects reported. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included review of user report and troubleshooting with education. Investigation of this case revealed that the pairing error resolved without action, consistent with a transient connection or initialization issue involving the sensor pairing process. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device communication anomaly that self-resolved.